Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to leakage from s-connector (scope connector) and el-connector (electrical connector). Additionally, light guide (lg) lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, etc. As a result, humidity invaded lg-lens which led to corrosion. The event can be detected and prevented by following the instructions for use (IFU) sections: - IFU states the detection method in operation manual chapter 3 preparation and inspection - IFU states the preventative measures in reprocessing manual 5.4 manually cleaning the endoscope and accessories olympus will continue to monitor field performance for this device.

Event description:
The customer requested an annual inspection of the evis exera ii duodenovideoscope. No patient or procedure associated with the request. The device was returned to olympus, and during the device evaluation it was found that the forceps elevator has foreign material, and there was dirt inside the light guide lens. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for an annual inspection, and in addition to the reported in b5, the device evaluation found the following: the electrical connector had corrosion due to water leakage, the adhesive on the bending section cover rubber had a crack, there was corrosion around the forceps elevator arm, the adhesive around the objective lens had wear, the bending tube was deformed, the suction cylinder had discoloration, the connecting tube had a wrinkle, the universal cord had a scratch, the grip had a scratch, the switch box had a scratch, and due to annual inspection; parts must be replaced. The customer stated that preliminary cleaning of the instrument is performed at the end of each examination: external cleaning of the instrument with soft cloth soaked in proteolytic solution; aspiration of the proteolytic solution air/water channel; aspiration of the proteolytic solution by lifting and lowering the elevator channel several times. The washer-endoscopes have been programmed and prepared for all instruments in the digestive endoscopy service; and after reprocessing, the endoscope is stored in an upright, ventilated cabinet. The customer reports the staff has been trained on the device reprocessing procedure. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.